Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, lay user/ patient contacted lifescan (lfs) and alleged their one touch verio pro meter gave an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged having strip error problems a while back, and stopped using the meter. The patient recalls the incident began at 4am, a couple of days ago; however he does not recall the date the issue occurred. The patient manages his diabetes with pills, diet and/or exercise. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims he developed symptoms of "sweaty, confused and disoriented" at 4 am, the patient tried to test, but was unable to get a reading, the patient does not recall what error message he received. At 4.30 the same morning the patient made coffee and a biscuit to treat the symptoms. The patient denied receiving medical treatment due to the product issue. No other device was used. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, however did find out the test strip had passed there shelf life by one and a half years (expiry jan 2014). The cca walked through a retest with the patient and the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.